Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The false downstream occlusion alarm was confirmed through baxter's functionality testing, but could not be reproduced through further evaluation. Review of the event history log confirms the symptom as well. The pump passed occlusion testing per baxter's service procedure. The pump was reworked to ensure continued accurate occlusion detection.

Event description:
During baxter's functionality testing. A spectrum pump alarmed falsely for downstream occlusion. There was no pt involvement.